Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the pen ndl 32ga 4mm 100 bx 1200 ca experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320144 batch no. 8275946 verbatim: consumer reported he noticed short needle on non patient end and bent needle on non patient end. Nothing came out of the pen needle during injection so he removed the needle and needle was jammed and bent on non patient end. Occurence-1; incident date (B)(6) 2019. Item# 320144; lot#8275946;expiration date-2023-09-30. He also reported needle was short to attach to the pen on non patient end. Incident date (B)(6) 2019;occurence-2. Item# 320144; lot#8275946;expiration date-2023-09-30. He does not visually test the needle to see if it is straight. He does the priming. He rotates the skin site. He uses the new pen needle for his injection each time. He has been diabetic for long time he used the use the long needles in the past. Now he uses the 4mm he likes it very much. He tightens the needle during attachment but not too tight. He uses the insulin four times a day. Read privacy statement.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32ga 4mm 100 bx 1200 ca experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320144, batch no. 8275946. Verbatim: consumer reported he noticed short needle on non patient end and bent needle on non patient end. Nothing came out of the pen needle during injection so he removed the needle and needle was jammed and bent on non patient end. Occurence- 1; incident date- (B)(6) 2019. Item# 320144; lot# 8275946; expiration date- 2023-09-30. He also reported needle was short to attach to the pen on non patient end. Incident date- (B)(6) 2019; occurence- 2. Item# 320144; lot#8275946; expiration date- 2023-09-30. He does not visually test the needle to see if it is straight. He does the priming. He rotates the skin site. He uses the new pen needle for his injection each time. He has been diabetic for long time he used the use the long needles in the past. Now he uses the 4mm he likes it very much. He tightens the needle during attachment but not too tight. He uses the insulin four times a day. Read privacy statement.